Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer during reprocessing, the distal end was bunched up and bulging, involving an olympus uretero-reno fiberscope. There was no patient involvment reported.